Manufacturer narrative:
Since the device involved is not available for eval, it is not possible to determine if a device malfunction contributed to this event. The protected blade system is designed to help minimize the risk of surgical blade injuries that occur before and after use, betweeen steps of the procedure and during disposal. The protective shield is easily activated with one finger by depressing the top button and sliding the shield to the in use position. Disposal also uses a one hand technique with the blade covered by placing the thumb on the side of the handle behind the cartridge and pushing forward to unload the protected blade into an approved sharp container. A three year review of the complaint database did not reveal any other incident of this nature with this lot of product. The device history record for this lot was reviewed and no nonconformance related to this event was noted. These devices are assembled on automated equipment. The assembly of shield into the scalpel with blade assembly contains an automated inspection procedure to detect the shield is in the locked position. A force of approx eight pounds is applied to the shield end to place the shield in the locked protected position. If the assembly moves from that position, a sensor detects that movement. Non -conforming devices are automatically rejected.